Event description:
It was reported that patient presented for a follow-up in clinic due to complaints of palpitations and dizziness while driving. The clinician performed testing which showed a couple of missing beats. It was noted that this was due to low i2i throughput on the right ventricular (rv lp) and right atrial leadless pacemakers (ra lp). Programming changes were recommended but not yet implemented.

Event description:
Additional information received indicated that no programming changes were needed as the patient's symptoms were deemed unrelated to the aveir devices.